Manufacturer narrative:
D10 concomitant product: egia45amt egia 45 artic med thick sulu (lot#: unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the  reporter, during an open lobectomy, when completing the lung fissure, anastomosis of upper lobe and middle lobe, once the stapler has been fired, a snap has been heard. The surgeon could retract the blade only half way and could not managed to fully reopen the jaws of the instrument, the stapler stayed stuck on tissue. Another stapler was used to dissect and staple below the original dissection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the  reporter, during an open lobectomy, when completing the lung fissure, anastomosis of upper lobe and middle lobe, once the stapler has been fired, a snap has been heard. It was very stiff to withdraw the blade, second reload was required, and once fired it was even stiffer to withdraw the blade and could not managed to fully reopen the jaws of the instrument, the stapler stayed stuck on tissue. Another stapler was used to dissect and staple below the original dissection.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was engaged with the reload. A 12mm port was received on the instrument shaft. The retraction knobs were advanced and the articulation lever was in neutral position. Functional testing found that the retraction knobs could not be further retracted. The reload and 12mm port were unable to be removed from the instrument. The instrument was sent to engineering with the reload. After engineering analysis, the reload was removed from the instrument. An access hole was cut into the firing rack and no damage to the firing rack was confirmed. It was reported that there was difficulty to retract the knife blade and the instrument was locked on tissue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended . It was also reported that the instrument made strange noise. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.